Event description:
It was reported that the insulin gauge was inaccurate. Customer re-loaded the same cartridge to resolve the issue. Customer¿s blood glucose level was 183 mg/dl.

Manufacturer narrative:
Device not returned